Event description:
The pt reported experiencing elevated blood glucose of 250 mg/dl in 2009. He bolused through the infusion device and his blood glucose remained elevated. He then found blood in the infusion tubing. He changed the infusion set and after one hour, he again noticed blood in the infusion tubing. He then switched to his backup infusion device using new accessories, and his blood glucose returned to normal. His normal blood glucose level is approx 100 mg/dl. He believes the infusion device delivers too little insulin. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.